Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic records from the device and was able to confirm that the device did power off during the event; however, the cause of which could not be determined.   As a precaution, physio then replaced the device's battery pins and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event involving a patient.  No further details were provided. Physio-control has attempted to obtain additional information about both the patient and the event; however, no response has been received.